Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated alinity I prolactin results for a 37 year old female patient. Results provided: on (B)(6) 2022, prolactin: 35.4 ng/ml. Previous results: on (B)(6) 2019, prolactin: 575 ng/ml. Treated with 1 tablet cabaser 1.0 mg parlodel. The patient was already diagnosed with prolactinoma. On (B)(6) 2019 prolactin: around 100 ng/ml, diagnosed as cabaser-resistant prolactinoma, 2¿3 tablets of cabaser 1.0 mg. Prolactin remained slightly below 100 ng/ml on (B)(6) 2020, prolactin: 3.6 ng/ml. On (B)(6) 2020, prolactin: 19.8 ng/ml. On (B)(6) 2021, prolactin: 62.3 ng/ml. No impact to patient management was reported.

Event description:
The customer observed falsely elevated alinity I prolactin results for a 37-year-old female patient. Results provided:(B)(6)2022 prolactin: 35.4 ng/mlprevious results:(B)(6)/2019 prolactin: 575 ng/ml ¿ treated with 1 tablet cabaser 1.0 mg parlodelthe patient was already diagnosed with prolactinoma11/7/2019 prolactin: around 100 ng/ml, diagnosed as cabaser-resistant prolactinoma,2¿3 tablets of cabaser 1.0 mg. Prolactin remained slightly below 100 ng/ml(B)(6)2020 prolactin : 3.6 ng/ml(B)(6)2020 prolactin: 19.8 ng/ml(B)(6)2021 prolactin: 62.3 ng/ml no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely elevated alinity I prolactin results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house testing. Return testing was not completed as returns were not available. A review of tracking and trending review did not identify any trends for the issue for the product. Labeling was reviewed and found to be adequate and sufficiently addresses the customer¿s issue. Device history record review for lot 35293ud00 did not identify any non-conformances or deviations. In-house accuracy testing was completed with complaint lot number 37187ud02. All specifications were met indicating that the lot is performing acceptably. Based on the investigation, no systemic issue or deficiency with the alinity I prolactin assay for lot 35293ud00 was identified.